Event description:
A customer observed reproducible lower than expected vitros tsh results for multiple patient samples (4) drawn from a single patient over an 8 month period, using vitros tsh reagent on a vitros 5600 integrated system. The patient had been previously diagnosed as being hypothyroid, and consistently low, hyperthyroid vitros tsh results were obtained that was inconsistent with the patient's diagnosis. The following vitros tsh results were obtained from samples 1, 2, 4 and 5 as summarized below. Sample 1, (B)(6) 2011: vitros tsh = 0.052 miu/l (hyperthyroid <0.465 miu/l). Sample 2, (B)(6) 2012: vitros tsh = 0.084 miu/l (hyperthyroid <0.465 miu/l). Sample 4, (B)(6) 2012: vitros tsh = <0.015 miu/l (hyperthyroid <0.465 miu/l). Sample 5, (B)(6) 2012: vitros tsh = <0.015 and 0.023 miu/l (hyperthyroid < 0.465miu/l). The vitros tsh results were reported from the laboratory. It is unknown if corrected results were issued. Sample 4 and sample 5 were tested using alternate non ocd tsh methods and tsh values, which were considered to be euthyroid (euthyroid reference interval 0.27 - 4.2 miu/l), were obtained for sample 5. However, a hyperthyroid (<0.27 miu/l) was obtained from sample 4. The patient's levothyroxine dosage was altered from 125 mcg to 100 mcg based on the vitros tsh result of 0.052 miu/l for sample 1, and again lowered to 88 mcg based on the vitros tsh result of 0.084 miu/l for sample 2. Following a hypothyroid tsh result obtained using an alternate non ocd tsh method for sample 3 tested on (B)(6) 2012, the patient's levothyroxine dose was returned back to 125 mcg. There was no allegation of patient harm due to this event. (B)(4).

Manufacturer narrative:
Persistent lower than expected, hyperthyroid, vitros tsh results were obtained from multiple samples (4) drawn from a patient that were inconsistent with the patient's diagnosis of being hypothyroid. An assignable cause for the lower than expected vitros tsh results could not be determined with the information provided, however, the possibility that unknown sample interferents had contributed to the lower than expected results could not be ruled out. From the information provided, there is no indication that an instrument or reagent issue contributed to the event, however, neither can be ruled out. Root cause of this event has not been identified.